Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found to be in specification in relation to the reported symptom, which was unable to be reproduced. Unit was tested for 24 hours during evaluation with no occurrence of ec 322. System error 322 was confirmed through ehl and was determined to be caused by a failed upper and lower auxiliary. The failed upper and lower auxiliary was replaced.